Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd neutraclear connector broke off in the tubing. The following information was provided by the initial reporter: it was reported that part of the bd neutraclear needleless connector that was attached to microbore tubing broke off in the tubing when trying to disconnect the cap which resulted in a piece of plastic to be embedded in the tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd neutraclear connector broke off in the tubing. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that part of the bd neutraclear needleless connector that was attached to microbore tubing broke off in the tubing when trying to disconnect the cap which resulted in a piece of plastic to be embedded in the tubing.